Event description:
It was reported that the patient experienced a "syncopal spell" due to intermittent loss of capture of the right ventricular [rv] lead. It was also reported that the rv lead impedance was low. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.